Manufacturer narrative:
Due to additional information received, this supplemental report is being reported for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a thrombus was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician gained groin access and ordered 14,000 units of heparin to be given. Intracardiac echocardiography (ice) was used to clear the appendage from the right side of the heart. The transseptal access was successfully obtained using the watchman fxd curve access system (was) with the versacross system. No issues reported. The septum was 'flossed' with the sheath and dilator over the rf wire and the ice catheter were advanced across the septum to the left side. At this time, a thrombus was noted in the very distal left atrial appendage (laa). The clot was discovered after the ice catheter was advance to the left atrium and better imaging of the distal appendage was obtained. The physician ended the procedure and administered protamine. The patient is expected to make a full recovery and was not hospitalized beyond standard of care. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged without further complications.

Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) impact code (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a thrombus was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician gained groin access and ordered 14,000 units of heparin to be given. Intracardiac echocardiography (ice) was used to clear the appendage from the right side of the heart. The transseptal access was successfully obtained using the watchman fxd curve access system (was) with the versacross system. No issues reported. The septum was 'flossed' with the sheath and dilator over the rf wire and the ice catheter were advanced across the septum to the left side. At this time, a thrombus was noted in the very distal left atrial appendage (laa). The clot was discovered after the ice catheter was advance to the left atrium and better imaging of the distal appendage was obtained. The physician ended the procedure and administered protamine. The patient is expected to make a full recovery and was not hospitalized beyond standard of care. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event. The device is not expected to be returned for analysis (disposed). It was further reported that the patient was discharged without further complications.

Event description:
It was reported a thrombus was noted. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician gained groin access and ordered 14,000 units of heparin to be given. Intracardiac echocardiography (ice) was used to clear the appendage from the right side of the heart. The transseptal access was successfully obtained using the watchman fxd curve access system (was) with the versacross system. No issues reported. The septum was 'flossed' with the sheath and dilator over the rf wire and the ice catheter were advanced across the septum to the left side. At this time, a thrombus was noted in the very distal left atrial appendage (laa). The clot was discovered after the ice catheter was advance to the left atrium and better imaging of the distal appendage was obtained. The physician ended the procedure and administered protamine. The patient is expected to make a full recovery and was not hospitalized beyond standard of care. In the physician's opinion, the versacross devices did not malfunctioned nor contributed to the event. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.